Event description:
It was reported that the autopulse platform displayed a fault 12 (lifeband not present) message. Customer attempted to clear the message but the platform then displayed a fault 16 (timeout moving to take-up position) message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/19/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and no physical damages were noted. A review of the platform's archive data was performed and found no anomalies or errors on the reported event date of (B)(6) 2015. However, multiple user advisory (ua) 12 (lifeband not present) and ua 16 (timeout moving to take-up position) error codes were noted throughout the archive. The returned platform failed initial functional testing as it exhibited a ua 16 message within the first few compressions. Further inspection found that the drive train motor brake was rusted and seized. After cleaning the brake and readjusting the brake gap, the platform underwent and passed all final functional testing. No parts were replaced to remedy the customer's reported complaint of the platform exhibiting ua 12 and ua 16 messages. In summary, the customer's reported complaint of the platform exhibiting ua 12 and ua 16 messages was confirmed through review of the platform's archive data. The ua 16 was also confirmed during initial functional testing. Per the autopulse® maintenance guide (p/n 11653-001), ua 12 occurs when the autopulse detects that the lifeband is not properly installed. The autopulse is designed to exhibit ua's to prevent patient harm. The root cause of the ua 12 was determined to be use error, as the platform properly detected a lifeband during testing at zoll. The root cause of the ua 16 was determined to be the drive train motor brake, which was rusted and seized. The brake was cleaned and the brake gap was readjusted, allowing the platform to function as intended.